Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the visi-pro for a subclavian procedure. The stent deployed successfully and there were no complications with the product or procedure. It was reported that the device was prepped as per IFU with no issues identified but that the expiration date was not checked prior to use. No issues with labeling on product were identified. The stent remains in the patient, no injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.